Event description:
Reason for revision: infection (tested and positive culture confirmed).

Event description:
Asr revision. Asr xl acetabular system (left). Update: hip to be revised, type of hip replacement product, product details received 27 apr 2012.

Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (event description); (explant date); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The reason for revision was stated as infection. The investigation found that no product was returned. The primary surgery date was (B)(6) 2006 for one of the items and (B)(6) 2006 for the other two items. The revision surgery date was (B)(6) 2007 for all three items. The implants were implanted for 1 year and 2 months. Due to the length of implantation time it is not considered that the implants were responsible for the infection. A review of the manufacturing records for lot number 2129461 found no anomalies. Lot number 1198075 found two manufacturing deviations, number 3717 at operation number 15 turn complete, raised regarding temporary amendment to (B)(4) approved supplier list and number 53 at operation number 145 clean to specification, raised regarding transfer to a new cleaning and passivation line. Lot number 2152920 found one manufacturing deviation, number 1547 at operation number 141 surface finish inspection, raised regarding trial of additional cleaning process. This was confirmed that the deviations should have had no effect on the reported incident. The irradiation cert shows the dose to be within allowable limits and no other anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system (left). Update: hip to be revised, type of hip replacement product, product details received 27 apr 2012. Update: amended revision date. Received: september 11th 2012. Reason(s) for revision: unknown. Update received 24th september, 2013. (B)(4) has been found to be a duplicate of this com. Details added from (B)(4): revision date and implant date amended. Complaint description added. Stem and sleeve, patient details, md&d reference added. Reason for revision added, reason(s) for revision: infection (tested and positive culture confirmed). Complaint description from (B)(4): infected thr and (B)(6). Initial open debridement and antibiotics followed by oral antibiotics. Recurrence of pain and fluid around implants. Revision of implants and insertion of spacer. Patient name received 30th september, 2013. 1st october, 2013: please note that the surgeon posits that infection was caused by the dead space in the hollow femoral head. This provided an ideal culture medium for travelling organisms.

Event description:
It was reported that the patient had a revision on the asr left xl acetabular system. The reason for the revision is unknown.